Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure cycle power error message/instruction with an associated code 01000. There was no report of patient involvement or negative patient impact. The local philips representative evaluated the device and replaced the power pca to resolve this malfunction.

Event description:
The customer reported the device displayed the defib failure cycle power error message/instruction with an associated code 01000. There was no report of patient involvement or negative patient impact.